Event description:
When one draws up ice into the syringe one is actually drawing up 1.3cc's. .3cc is wasted in the syringe mechanism that allows the needle to retract. This can lead to miscounting of controlled substances that are in multidose vials.